Event description:
After an implantation time of 14 days, a drop in sensing of the ra lead with successive increase of the pacing threshold was reported. The lead was explanted and returned for analysis. No deterioration of the patient's state of health was reported.

Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was checked visually, electrically, and mechanically. The visual inspection showed squashing in the form of a "360" circumferential constriction of the lead body about 19 cm distal of the is-1 connector pin, which is most likely the result of the ligature thread being tightened too much. In this area, cuts were detected in the insulation, which are probably a result of the explantation process. Blood had entered the lead at that site. Further inspection found a deformation of the outer conductor helix about 11 cm distal of the is-1 connector pin, which is probably due to a medical device that was used during the operation. The analysis did not show any other deviations that could be related to the clinical complaint. In particular, the measurement values of the electrical analysis were within the technical specification. There were no indications of a material defect or manufacturing error.